Manufacturer narrative:
On 10/30/2019, mentor became aware that the patient also experienced right breast capsular contracture; baker grade iii and left side breast asymmetry, post-operatively. Mentor also became aware that the patient had undergone bilateral removal and replacement with two non-mentor breast implants. Left side breast asymmetry will be reported under: 1645337-2019-23865. On 11/7/2019, the product investigation was completed. Device investigation summary: during evaluation of the sample a crease was observed on the anterior and extending to the posterior aspect. Within the crease, a tear was noted in the posterior aspect, measuring approximately 7.0 cm. No other anomalies were observed. A crease/fold failure may be the result of the continuous and sustained stresses to the device caused by the capsular contracture. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This phenomenon is referred to as capsular contracture. The manufacturing records were reviewed, and the manufacturing criteria were met prior to the release of this lot. No further investigation will be conducted on this complaint as there are no indication that the issue found is related to the manufacturing process. It is most likely that the crease/fold was created due to the stress cause by the capsular contracture which resulting in a tear at a later date. Manufacturer¿s reference number: (B)(4). This medwatch form is for the right breast prosthesis.

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: silent rupture. Concomitant medical products: (left) 325cc mentor memorygel breast implant catalog: 3503254bc lot: 6006239 sn: (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that (B)(6) female patient who underwent primary breast augmentation with a 350cc mentor memorygel breast implant on the right side, suffered rupture post-operatively. As a result, the patient underwent implant explantation on (B)(6) 2019.